Event description:
Customer reported he was experiencing high blood glucose of 567mg/dl, treated with syringe. Customer was initially was reporting the insulin pump kept alarming no delivery. Customer stated her blood glucose was initially at 120 mg/dl and it went up to 567 mg/dl. Customer has done a set change and will call back if issue persisted. Troubleshooting was not performed due to customer had all ready done the set change and threw it away. Customer was advised to call when alarm occurred to troubleshoot the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.